Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3008829311-2018-00089. It was reported the patient experienced ineffective stimulation after falling. X-rays confirmed leads had migrated slightly. Reprogramming attempts were unsuccessful. As a result, the patient underwent surgical intervention on (B)(6) 2017 to implant two additional leads, and no product was explanted.